Event description:
Caller reported blood glucose results: 10:46: 14.9 mmol/l with mobile meter 10:52: 2.7 mmol/l with aviva meter no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is aviva system.